Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the serial number of the subject device was not provided. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is possible that surgical technique and anatomical factors might of contributed to this event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) and training manual have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Paravalvular (perivalvular) leak is listed as a potential adverse event in the IFU. The IFU provides the following warning: "avoid excessive debridement to the extent that it may result in annular injury or creates divots, compromise the integrity of the aortic annulus, and/or result in paravalvular leak. The use of sutures with pledgets or monofilament sutures is not recommended. The use of pledgets may create leak channels resulting in paravalvular leaks. The use of monofilament sutures and resulting suture tails may damage the leaflets. Under-inflation may cause insufficient expansion of the frame and may result in paravalvular leak, thrombosis, and/or thromboembolism." Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
Through review of article: "first-in-man: successful interventional closure of severe paravalvular leakage after surgical rapid deployment aortic valve replacement" authors afzal et al (2018), it was learned that an (B)(6) patient suffered from hemolysis due to a paravalvular leak (pvl) after implant of a 21 mm valve which was implanted in 2016. The patient underwent interventional approach to correct the pvl with a amplatzer occluder with excellent short-term and long-term results. This fist-in-man report describes that interventional closure of a pvl in new rapid deployment aortic valve replacement (rdavr) is feasible and represents a reliable therapeutic option.